Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient could not be interrogated remotely due to non-functional wireless chip in the device during normal follow-up in the clinic. The wireless feature was functional during the implant. The device was reprogrammed. The physician elected to continue to monitor the patient.